Event description:
The customer alleges before he inserted a strip he obtained three undosed results of either 77 or 777. No report of an adverse event. Controls were not run. Return requested and replacement was sent.